Event description:
It was reported that the patient had a stress test and brief pauses were noted. It was further reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post premature ventricular contractions (pvc) and that there was possible undersensing by the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.